Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose was 7.7 mmol/l. Troubleshooting steps were provided for pump error and insulin pump alarm again. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected hardware low level failures alarm (variable 3) and the motor arm cannot communicate with the main arm alarm during testing however, hardware low level failures alarm (variable 3) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to broken traces at u1 of the keypad assembly.